Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that procedural factors and the patient anatomical condition likely contributed to the event. The patient had underlying mitral valve disease and heart failure symptoms, which led to worsening regurgitation. The challenging anatomical conditions during the reintervention, such as the high tsp and severely dilated left atrium, likely influenced the occurrence of the slda post-procedure, as adaptations in maneuvers were needed. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where eleven days after the procedure the patient had an slda (single leaflet device attachment) and the mr (mitral regurgitation) came back to severe. The patient had a surgical mitral valve replacement which reduced the mr to trace. The patient is in stable condition and doing fine.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.